Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was experiencing syncope associated with pacemaker mediated tachycardia (pmt). Boston scientific technical services recommended programming changes. There were no additional adverse patient effects reported. The device remains in service.